Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had "high" ketones. Blood glucose was 300 mg/dl and the cause was unknown. Customer delivered a bolus, increased temporary basal rate and changed the infusion set to address the "high" ketones.